Event description:
It was reported the epg (external pulse generator) was dropped, and the knob is broken. The epg was returned to the manufacturer for repair/calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper case, heart wire contact block, side bail covers, ring cover, and interconnect flex are contaminated. Knobs are broken and also contaminated.